Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead body damage. The lead was cut accidentally during open heart surgery. No additional adverse patient effects were reported.